Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with matrix system on an unknown date. Patient was in revision surgery on (B)(6) 2013. As surgeon was removing the matrix hardware, the locking cap right caudal s1 was no longer locked with the pedicle screw. The locking cap was on the 3dhead. The thread was definitely not in the head. No further information is available at this time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records for this lot has been requested. Placeholder.